Event description:
Per the clinic, the patient's surgical wound did not fully heal postoperatively, resulting in extrusion of the receiver/stimulator (date not reported). It was also reported that, the implanted device was never activated and the patient did not use an external magnet. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
'Per the clinic, the patient also underwent a skin revision surgery under general anesthesia during the device explantation surgery on (B)(6) 2026 where the margins were freshened, wound flaps elevated, wound was irrigated with saline, and an intermediate layered wound closure completed with mastoid dressing.

Event description:
Per the clinic, the patient experienced an infection at the implant incision site and was treated with oral antibiotics for 14 days (specific date not reported). The patient was seen by the surgeon on (B)(6) 2025 reporting that the incision site was still draining and the patient will continue to be on oral antibiotics for an additional week. Clinical management of the patient is ongoing. The implanted device remains.